Manufacturer narrative:
It was reported that upon attempted deployment of the stent it was noted to be missing. The stent was found in the product packaging. There was no reported patient injury. The intended target lesion was inside a stent graft limb in order to seal an endoleak between the stent graft limb and vessel wall located in the external iliac artery. One non sterile unit palmaz genesis opta pro 10mm x 4 cm was received coiled inside a plastic bag. No anomalies or damages to the catheter shaft were observed, the balloon appears as if it has been inflated and deflated. Dry blood residues were observed in the balloon and catheter shaft, balloon stent crimping marks were observed. The stent was dislodged and positioned over the balloon distal side. Stent was crimped and not stretched. Review of lot 15038069 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Subassembly lot 15036826 was reviewed and no units were rejected during the assembly of this lot, it was observed during review that no nonconformance records were issued for this lot. The stent retention values were checked and there were found according to specification no other incidents were noted that could be potentially related to the complaint reported. The reported stent dislodged-prior to use was confirmed. The exact cause of the reported failure could not be conclusively determined. It is likely that procedural factors could contribute to the reported failure. Process controls are in place to prevent these kinds of defects from leaving the facility. Return of the product shows that the stent was still affixed to the balloon although it had been displaced distally and was not expanded. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. No corrective or preventive actions will be taken given even the reported failure was confirmed it does not appear to be related to manufacturing process.

Event description:
The stent dislodged in the packaging, it did not come out when the balloon was removed. The balloon was inserted into the patient, but they did not notice the stent was not on it until attempting to place the stent. Another stent was selected and used without incident. No patient injury.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.